Event description:
It was reported that there were high impedances inter-operatively after replacing the implantable neurostimulator (ins), extension and lead. Manufacturing representative did stimulation on contact 0 for about 30 seconds and contact 0 came down from 8864 ohms to 4603 ohms. Impedances were going to be checked again post-operatively. Everything was functioning normally.

Manufacturer narrative:
Concomitant medical products: product ID: 748266, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0rb07, implanted: (B)(6) 2015, product type: lead. (B)(4).